Manufacturer narrative:
Evaluation codes: method - results: a lens work order search was performed and no similar complaint was found within the work order.

Event description:
The pt reported a 12.6mm micl 12.6 implantable collamer lens was implanted in their left (os) eye in 2008. The pt had an astigmatism power of 1.50 pre-operatively and after the surgery the astigmatism power jumped to 2.75. The pt reported pictures showed the cornea was unchanged following surgery. The surgeon stated the lens was in an excellent position and the astigmatism was not on the cornea. The lens remains implanted. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.